Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report : 09/05/2018. Philips fse (field service engineer) confirmed the reported problem. The fse replaced the power supply, tested the unit, and returned it to service. Unit was ready for clinical use.

Event description:
Customer reported the unit will not power on. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Corrected: serial number.